Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced with seizures due to low blood glucose level. The customer¿s blood glucose level was unknown. The customer treated for low blood glucose with food. The customer was declined troubleshooting for low blood glucose level. Customer was not hospitalized due to seizures. Customer was not using auto mode. Customer using insulin pump within 48 hours of low blood glucose of event. The insulin pump will not be returned for analysis.